Event description:
(B)(4) (con): which she didn't feel before. The patient indicated that the health care provider was checking for uti and they are still in the process of programming her to get appropriate therapy relief. It was also noted that patient lead wire was revised 2 weeks ago. The patient status was reported as unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0jh4l, implanted: (B)(6) 2014, product type: lead. (B)(4).